Event description:
It has been brought to spineart attention that during a minimal invasive surgery, three k-wires -mis-in 02 00-n- instruments broke. Diagnosis or reason for use: pedicle screw guide.